Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked at the luer connection of the female adapter of the anti-siphon valve of the tubing set and the male adapter of the injector. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.